Manufacturer narrative:
Per the clinic, surgery to replace the magnet was completed on (B)(6) 2013. The implanted device remains. (B)(4).

Manufacturer narrative:
Correction: the device is available for analysis. This report is filed june 17th, 2014.

Event description:
Per the clinic, the patient experienced magnet dislodgement subsequent to sustaining a head trauma. Revision surgery to exchange the magnet is planned but had not taken place at the time of this report, (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.